Event description:
The customer reported that the patient had a burn on his thumb, which, when checked, revealed that the coating of the nmt cable had been broken, exposing the conductor. The burn occurred at the electrodes.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Philips received a complaint on the intellivue nmt patient cable indicating that cable had ruptured. The patient sustained minor burns that were treated with ointment from the medical staff. The investigation was conducted by the product support engineer at the hpm r&d in germany. Visual inspection found that the cable had been ruptured leading to the exposure of the inside shielding and wires. Results of functional testing indicate that the cable was damaged during storage of the unit at the medical facility over a period of time. Based on the information available and the testing conducted, the cause of the reported problem was broken cable. The reported problem was confirmed. Clinical assessment was performed by a pms clinical expert based on the information currently available in the complaint record. Due to insufficient information, it cannot be determined whether the event meets criteria for serious injury. The returned device has been discarded per local procedures.